Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced lead migration. The patient may undergo surgical intervention to resolve the issue.

Event description:
Follow up information received that no surgical intervention was taken on the lead. The physician stated the lead in a good position and is providing effective therapy.